Event description:
Per the clinic, the patient experienced an mrsa infection at abutment site and subsequently was hospitalized from (B)(6) 2024 for administration of IV antibiotics. The implanted device remains.